Event description:
Report provided by the end use states that they have noticed a circumferential redness to the peristomal skin that extends outward approximately 25mm with occasional itching. The end user changes the skin barrier every 7-10 days. Advised to change the skin barrier every 5-7 days, the end user also irigates the pouch, including around the stoma, several times per day. It was advised that the end user discontinue irrigating so often around the stoma to prevent the barrier from potentially wearing too quickly. The end user was instructed on crusting with an ostomy powder and skin protective barrier wipes or water. The patients subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.